Manufacturer narrative:
Date if event is estimated. Attempts to obtain patient information were made during the processing of this complaint.

Event description:
It was reported the patient's ipg had become inoperable on an unknown date. As a result, the patient underwent surgical intervention during which the ipg was explanted and replaced with no complications.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.